Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead was capped due to lead incurred damage on terminal end. A new lead was implanted. No adverse patient effects were reported.